Event description:
Saline bag attached to primary, secondary line y-sited above pump with aloxi in bag. When unclamping aloxi, the bag began to drip very fast, despite the fact that the rate was only 140ml/hr. Aloxi seemed to be back priming into the primary saline bag as the chamber of the saline filled completely. FDA safety report ID# (B)(4).